Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller stated, per patient, the ins has not been working and has not been "functional" in years. The caller stated patient indicated that either the battery has depleted or the ins "stopped working". Caller also mentioned that the patient no longer needed the therapy so therefore stopped using the interstim. There was none symptom reported. There were no further complications reported at this time.